Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that the patient line was inserted (B)(6) 2015. Rtpa was being given when leaking was noticed from the line, the venous limb. The catheter cannot be repaired. The patient had a tunneled line exchange and new tunneled line created. There was no patient injury. The device will be returned for investigation.

Manufacturer narrative:
Submit date: (B)(6) 2016 the device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and the catheter was cut in two parts. Functional testing was performed. The reported issue was reproduced by puncturing a new silicone extension with a scalpel and the result was similar to the sample received. It can be concluded that this issue could be related to the use of sharp objects or repeated clamping. As per the instructions for use, do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.